Event description:
Procedure type: laparoscopic gastric bypass. According to the reporter: there was a positive air leak test in two locations after creation of the gastrojejunostomy. This required extensive over sewing to seal two areas and repeat the leak test. The case was delayed 70 minutes.

Manufacturer narrative:
(B)(4).